Event description:
It was reported the device displayed -force sensor failure- during testing. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had the right plunger case cracked. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. The force sensor was out of calibration. Replaced force sensor as preventative measure. Replaced cracked right plunger case and all plastic parts of the plunger head. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.